Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. System operates as intended. (B) (4).

Event description:
The customer reported the system will not record cine runs. No pt injury was reported.